Event description:
Subsequent to the initial medwatch report additional information was received states it was noted that the perforation was post des stent implant. The graftmaster was implanted, however, it could not be determined if the perforation was sealed. Sometime between des implant and perforation, the graftmaster implant and the patient death, cardiac tamponade occurred. The exact event sequence was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use, is a known patient effect that may be associated with coronary stenting.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the diagonal with the use of a unspecified drug eluting stent (des) device. The graftmaster was implanted, however, it could not be determined if the perforation was sealed; the patient coded and expired after the des stent was implanted. It was noted that the patient experienced cardiac tamponade. No additional information was provided.